Event description:
It was reported that when the 3.5 x 28 mm xience xpedition stent delivery system (sds) was removed from the hoop, it was noted that the connection port was bent. When an attempt was made to connect the inflation device to the sds outside the anatomy, the connection port separated from the sds. The device was not used and never entered the anatomy. A new xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and bend were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations or kinks from this lot. Based on the reviewed information, no product deficiency was identified.